Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a high blood glucose of 600 mg/dl. The customer treated himself with bolus delivery. Customer was not displaying any symptoms of high blood glucose. The customer reported receiving no delivery alarms. He stated he had switched out 4 infusion sets, two batteries, and 4 reservoirs. Customer also stated he has been using a plunger to manually prime his tubing but the reservoirs do not allow insulin to exit from the tubing. The customer was advised to make sure their insulin was at room temperature before being inserted into the reservoir for use. Customer's infusion sets was replaced. No additional information provided.